Event description:
It was reported by a surgeon that a vns patient had extrusion of a lead connector which was removed in february (MFR. Report # 1644487-2011-00435) and a sensitive staph grew on broth culture. She then had an admission for vns site infection in june with high wcc but no organism isolated. Patient also presented with redness and swelling around the vns and had been treated with fluciox and cephalexin.